Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient is undergoing stature lengthening with retrograde nails. It was noticed that the crown of both nails were disengaged which would allow for free rotation of the nail. At this time it is unknown if a revision procedure has been performed. Complaint 2 of 2.

Event description:
Additional information was received that a revision procedure was performed and the crown component of the nail had to be removed in several pieces. After removal, there also appeared to be evidence of metallic debris in the surrounding soft tissue. The revision surgery was completed with no issue or adverse consequences to the patient.

Manufacturer narrative:
The device has not been returned for evaluation, and no soft tissue samples or radiographic images have been provided. Consequently, the root cause cannot be determined at this time. Should any additional information become available, a supplemental report will be issued.